Event description:
The manufacturer received information alleging a ventilator's volume was lower than the setting. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's volume was lower than the setting. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, however, the device failed a test step during testing. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator 's volume was lower then the setting. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated.